Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) bump and fluid damage, the segment fluid damage and corroded, the control body fluid damage, the light guide cable bump and fluid damage, the lg cable connector fluid damage and corroded, the mecha base plate corroded, the operation channel resistance and leak, the objective lens unit scratched, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.